Manufacturer narrative:
The investigation into the aic - controller error (yellow alarm) has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The controller error was not reproduced while running an optical pump simulator. There was no issue with the console hardware related to the reported failure mode. However, per data analysis, due to the force shutdown, when the console was booted up on 13 mar 2024, logs recorded ¿unexpected controller shutdown ¿ alarm. The root cause of the controller error was due to an aic software issue. In accordance with updated procedures, section d2 has been revised from the initial submission.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical team reported the automated impella controller (aic) displayed a yellow alarm on the console. There was no patient involvement.